Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function and the appearance of the box, all results passed. No failure was found. H3 other text : see h10.

Event description:
It was reported that three pn relion 31g x 6mm 3b tw experienced an inner shield/outer cover/cap that would not attach/detach, and difficult operation or being unable to work/function. The following information was provided by the initial reporter: material no:320617 batch no: 0140337. Consumer reported, she is having a hard time attaching non patient end to insulin penstated, pen needles will not stay on. Stated, she never had a problem in the past with the old design, (consumer notice color of box changed). Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three pn relion 31g x 6mm 3b tw experienced an inner shield/outer cover/cap that would not attach/detach, and difficult operation or being unable to work/function. The following information was provided by the initial reporter: material no:320617. Batch no: 0140337. Consumer reported, she is having a hard time attaching non patient end to insulin penstated, pen needles will not stay on. Stated, she never had a problem in the past with the old design, (consumer notice color of box changed). Date of event: unknown.